Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that gra 15dp ckv 3ss w/2 4w stpck dehp free disconnected and lost blood. The following information was provided by the initial reporter: material no: 42521e batch no: unknown. It was reported that a gravity set became disconnected when a patient was being transferred, resulting in blood product lost. Dr. (B)(6) has just informed me of another incident with bd gravity set. When transporting the patient over to the pacu, gravity set became disconnected and as a result, blood product was lost. She has informed me of 3 different instances of patient care concerns due to poor quality of product.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of gravity set disconnection could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model 42521e because a lot number was not provided by the customer.

Event description:
It was reported that gra 15dp ckv 3ss w/2 4w stpck dehp free disconnected and lost blood. The following information was provided by the initial reporter: material no: 42521e batch no: unknown. It was reported that a gravity set became disconnected when a patient was being transfered, resulting in blood product lost. Dr. Xxxx has just informed me of another incident with bd gravity set. When transporting the patient over to the pacu, gravity set became disconnected and as a result, blood product was lost. She has informed me of 3 different instances of patient care concerns due to poor quality of product.